Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2, it was reported while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, the stopper of one tube popped off resulting in sample leakage and exposure to blood on the manager's hands and the bench. The level of ppe worn is unknown. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-jul-2025 investigation summary bd received 3 customer samples for investigation. The 3 customer samples along with 20 retained samples were subjected to a draw-test for low or no draw and all tubes drew within specification. Additionally, the 3 customer samples and 20 retained samples were evaluated by functional testing for stopper creepout and stopper pop off and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and stopper creepout and stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2 it was reported while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, the stopper of one tube popped off resulting in sample leakage and exposure to blood on the manager's hands and the bench. The level of ppe worn is unknown. No adverse impact was reported regarding the patient or user.